Manufacturer narrative:
The affected breathing system as well as the electronic logbook were available for the investigation. The log analysis revealed that on the day of the event the leak test could not be passed repeatedly, however, the leaks were comparatively small and thu

Event description:
It was reported that during automatic ventilation, the paw pressure curve in volume mode would have dropped to 0 mbar without any noticeable fan failure. Manual ventilation would have been possible without any problems. There was no injury reported.